Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use, during fill. The home patient (hp) stated that the hc filled the drain bag instead of him. The hp stated that he had already changed the cassette. The baxter technical service representative (tsr) tried to troubleshoot the setup but the hp refused stating he had been doing this long enough to know when the machine is not working. The tsr verified information for a swap and the hp does not use a pro card. He stated he could program the machine himself. The hp stated he is partially blind. The machine would be swapped. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient on (B)(6) 2012, and since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed because a partial swap of materials is a use error that can cause contamination. The root cause was undetermined.the label review found the labeling adequate for the use error in this complaint. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.